Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles which could not be removed. The blood glucose reading was 164 mg/dl. The customer stated that the air bubbles were smaller than about the size of a pea. She noted that she was in the middle of changing her infusion set when she noticed the bubbles. By the end of the call, the air bubbles were removed. Advised the customer to push the bubble out using the plunger. Nothing further reported.